Event description:
Caller reported that the t:slim x2 pump battery would not charge. Blood glucose level was not adversely impacted by the issue. Customer changed the charging supplies to resolve the problem, using the original tandem wall adapter and charging cable, and the pump began charging again. There was no pump shutdown or need for further assistance.